Manufacturer narrative:
This cypher sirolimus-eluting coronary stent delivery system balloon is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent delivery system balloon. This product is available for eval but has not yet been rec'd. Additional info will be submitted within thirty days upon receipt.

Event description:
The pt's age is unk, but was a male. The target lesion was aha lcx13. The lesion was a de novo. The vessel was moderately calcified and moderately tortuous. There was 75% stenosis. To treat the target lesion of lcx13, pre-dilation with a balloon (quantum maverick) was conducted at 16atm and then at 18atm. Then cypher (3.0/18mm) was delivered to the target lesion. The cypher was being inflated and the balloon ruptured at 14atm for 10 seconds. A post-dilation with the balloon (quantum maverick) initially used during pre-dilation was conducted and the procedure was finished successfully. There was no reported pt injury. The product was clinically used, but the product will not be returned for analysis due to the pt's infectious disease.